Event description:
A peritoneal dialysis patient has reported he received m31 air detected in cassette alarm during fill 4 of 5. Patient canceled treatment and removed supplies. There was a fluid leak once cassette was removed. Patient stated there was a hole in the cassette on one of the large bubbles. Per follow up phone call with pd nurse patient idd not require prophylactic antibiotics, effluent remained clear, lab work was normal and there was no other patient ill effects. Patient completed treatment on a new set-up.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.